Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge using internal paddles. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation, instead the device activity log was received. Review of the device log from the reported event showed that the charge button was not pressed by the user prior to pressing the shock button on the internal handle set. The internal handle set does not have a charge button. Therefore, a charge can only be initiated by using the charge button on the device and then the shock button on the internal handle set. The device did alert the user by prompting "defib not charged" and "press charge" messages. The device performed as designed. No trend is associated with reports of this type.